Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings:the complaint could not be confirmed or duplicated on investigation. The display screen was fully functional and legible. The pump was opened to inspect the display screen. The display screen was found to be intact and the display flex was fully seated. A review of the alarm history did not show any indication of any errors, alarms, or warnings that would cause a blank display. Unrelated to the original complaint, investigation revealed that the display screen was dim, faded, and discolored.